Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qa reviewed qc data and it shows the qc ranges were wide. Qc has been exhibiting imprecision. The customer stated that they found a missing quad ring on the sodium electrode and claim that replacing the quad ring has resolved the issue. A field service engineer (fse) followed up on (B)(4) 2011, and the customer stated that there have been no further problems.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that unicel dxc 800 pro synchron clinical systems generated false low sodium (na) results which were reported out of the lab for multiple patients. The specimens were rerun after troubleshooting was performed and the results were amended. Upon data review, it shows that the customer corrected na, chloride (cl), ad calcium (calc) results. The differences in the calc results were all within the precision of the assay. Treatment was not initiated or withheld based upon the false results reported.